Event description:
(B)(4). Total hysterectomy taking uterus, tubes and cervix leaving ovaries in (B)(6) 2016. Adenomyosis and endometriosis found.

Event description:
(B)(4). New rx for daily headaches/migraines and blood work drawn in (B)(6) shows lowered white blood cell counts and chronic inflammation. Referral to a specialist to follow up with.

Event description:
(B)(4). I had the device implanted in 2009, slowly I've noticed changes in my mood, energy level, recurrent back pain, inflammation.

Event description:
(B)(4). Heavy bleeding, cramping on both sides and new cysts.

Event description:
(B)(4). Golf ball size blood clots, spotting in between periods, increase in frequency of cramps, periods are getting longer in length and heavier. Ultrasound scheduled for this month.

Event description:
(B)(4). Rash has appeared in (B)(6) as well as hip pain.